Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device met specifications. A cause for the patient's concerns regarding stability of the knee cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
The patient underwent a partial knee replacement surgery utilizing signature guides on (B)(6) 2014. The surgeon has not indicated any issue with the device. The surgeon noted good stability of the knee intra-operatively and did not indicate any abnormalities on post-operative x-rays. On (B)(6) 2016, the patient reported to biomet that he has concerns regarding the stability of the knee. The surgeon indicated there is no revision performed or scheduled.